Event description:
Clinical trial. It was reported that 408 days following a coronary artery drug eluting stent treatment procedure the patient expired. The index procedure identified and treated one de novo, moderately calcified, 3.5x15mm lesion of the proximal lad (left anterior descending) with direct stenting using a 3.5x20mm taxus express2 drug eluting stent at 11atm. Treatment resulted in 0% residual stenosis and the patient was discharged the next day on asa and plavix. According to the notes from the patient's last office visit approximately six weeks prior to death the patient had presented with mild congestive heart failure and responded to diuresis. The patient was also reported to have significant dietary indiscretion. Cardiac catheterization found global preserved left ventricular dysfunction, patent lcx (left circumflex) stent, totally occluded rca (right coronary artery), and multiple lesions in the lad for which medical therapy was recommended. The patient was known to have preserved left ventricular function. The patient expired 408 days following the index procedure due to sudden cardiac death. No autopsy was performed. The patient was reported to be taking only asa at the time of the last follow up prior to death.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.